Event description:
Description of event according to initial reporter: the doctor perforated the wall of the ivc while placing a filter. The filter was deployed completely outside of the vessel. This was user error because he advanced the sheath without the introducer. The patient is stable. A CT scan was performed after the surgery. The CT impression reports no hematoma or other complicating features. The ivc filter is positioned post terroir to the ivc, perforation through the vena cava. It was elected to leave the filter. They did not consult with any other specialties. The doctor placed a second filter the following day. Patient outcome: unknown.